Event description:
The implant failed due to poor bone condition. The implant was placed at #32 and removed after 2 mos. Traditional 2 stage surgery. Bone graft material was used. Moderate oral hygiene. Tobacco use. Cardiac disease.

Manufacturer narrative:
According to our investigation, there was no discrepancy on our product.